Event description:
It was reported to baxter (B)(6) that an infusor lv 5 experienced backflow from the filling port during filling. The device was being filled with 150 milliliters of normal saline when backflow was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: backflow condition was confirmed. Device's fill-port cap was removed and a back-flow (leak) was observed at the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, acrylic resin (1.5 mm in size) was found between the check-band and stress-member, which evidently had caused the back-flow condition. No other root cause was found. A source of this defect was identified in the manufacturing process and has been addressed and corrected. A batch review has been conducted which revealed product met all the acceptance criteria for release.